Event description:
Reported due to failure to deploy. The physicians attempted placement of a 40x9x7mm xact stent in the carotid artery. The exact location is unk. It is unk if an angiogram was performed prior to the procedure therefore, the vessel condition, size and location is unk. Reportedly, the physicians attempted to deploy the xact stent and only "one eighth (1/8) of the stent could be deployed." It was noted that the knob was difficult to turn and the physicians could not completely turn the knob to fully deploy the stent. The physicians decided to withdraw the device and introduced a second xact stent which was successfully deployed. The pt reportedly "did fine" and was discharged home the following day. Although requested, no add'l pt info was provided.